Manufacturer narrative:
Upon return and inspection of the device it was determined that the device had damaged threads likely causing the screw to not properly lock into the plate causing the screw to back out of the plate.

Event description:
A trimed sales rep located in the united states reported on (B)(6) 2020 that a screw (trxv3.5-16 t) had started backing out from the plate and bone of the patient. The screw and plate was originally implanted on (B)(6) 2020, the healing time for this plate and screw is about 6 weeks to complete fixation. In (B)(6) the patient started experiencing irritation at the implant site and where that screw was placed. An x-ray was taken of the implant and it was determined that one of the screws started to back out. The screw was then removed on (B)(6) 2020, the rest of the plate and screws were left in the patient as they were not causing any additional harm, and the rest of the construct was holding up. The surgeon noted that the joint was fused and fixation had been achieved, and stated the removal did not cause any additional harm to the patient. The screw was returned to trimed to aid in the investigation of the device.